Manufacturer narrative:
As no further information related to this event is expected, this investigation is complete. Should further information become available, this investigation will be updated at that time.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This device was programmed off due to the patient in hospice care, for an unrelated reason. No adverse patient effects were reported.